Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the device difficult to fire? No with the first device but with the second one did the device fully cut? No. Were no staples deployed on the tissue? No, staples have been deployed only with the first device.

Event description:
It was reported that during an unknown procedure, at the third charger, at the last stapling, difficulty moving the cursor. Change of the clip but unable to staple. Completed the procedure manually with suture. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 3 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.